Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 implantable pacing lead 2010 (B)(6); 6944 implantable tachy lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the phrenic nerve stimulation persisted so the lead was deactivated by disabling bi-ventricular pacing in favor of right ventricular only pacing.